Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.8, lab: ng; (B)(6) 2011: ng, 2.6. Pt has been using the inratio meter for 7 years. He had a procedure performed on (B)(6) 2011, so he did not take coumadin the night before.